Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an unspecified red alert had been generated for this device. Efforts to obtain additional details were unsuccessful. No adverse patient effects were reported.